Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no were anomalies found.

Event description:
It was reported that the device was at a high output and reached early premature battery depletion. It was also reported that the atrial lead had a high thresholds and no capture. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.